Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the svc (superior vena cava) and the exposed svc (superior vena cava) defibrillation coils became extrinsically fractured due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the issues described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with explant damage. The full lead was not returned. Concomitant product: d224drg ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for non-sustained ventricular tachycardia episodes. At the time it was thought that the patient had been exposed to an electromagnetic interference source. Four months later a lead warning triggered for high pacing impedance, and 26 short v-v intervals were noted since the last check. Noise and high impedance were not reproduced during manipulation. Lead trends indicate frequent spikes in impedance. The lead was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.